Manufacturer narrative:
The buttons responded intermittently and the insulin pump alarmed button error due to the keypad traces being corroded. However, the insulin pump passed all of the functional testing, including the displacement, rewind, basic occlusion, and occlusion tests. The insulin pump was also monitored after it was programmed with multiple boluses, and all of the boluses delivered their indicated amounts and were recorded properly in the history files. No number ramp up occurred during the button tests.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer stated that a 25 unit bolus was recorded in the history files that she did not program. After the event, the customer stated that when she was programming a bolus, the numbers began ramping up. The customer stated that she thinks the event was caused by the numbers ramping up when she delivered a bolus prior to the event. Nothing further was reported.